Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 the patient (pt) from (B)(6) called to report details on a prior event ((B)(6) 2018) while wearing the acuvue oasys brand contact lenses. During the (B)(6) 2018 call, the pt reported a return to contact lens wear on (B)(6) 2018. On (B)(6) 2018, the pt experienced redness, itching, and reported the lens popped off the eye after 2 days of use. The pt reported that the os was still red. The pt reported a monthly replacement schedule and doesn¿t sleep in the lenses. Pt uses renu to disinfect the lenses on (B)(6) 2018 a call was placed to the pt and additional information was provided: pt reported on (B)(6) 2018 she went to an eye care provider (ecp) and was diagnosed with an os corneal ulcer. The pt was prescribed vigamox every hour for 24 hours and hyabak lubricating drops as needed for burning sensation or dry eyes. On (B)(6) 2018, the pt returned to the ecp for a follow-up visit. The pt was prescribed vigamox every 3 hours for 2 days and referred to a specialist in 4-5 days. Pt has not returned for a follow-up visit. Pt reported an appointment was scheduled on (B)(6) 2018 with the specialist. The pt is still using the vigamox every 3 hours. A copy of the pts medical report was requested. On (B)(6) 2018 a call was placed to the treating hospital. Additional medical information was requested, but no new medical information was received. Multiple calls were placed to the pt for additional medical information, but nothing additional has been received. The suspect product was requested for return, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003fd0 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One opened contact lens case was received which contained four lenses. The parameters of four lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. If any further relevant information is received, a supplemental report will be filed. Code 10 ¿ testing of actual/suspected device. Code 67 ¿ no problem detected.